Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the ventricular connector was broken. It was noted that the output connector assembly was broken. Display wires were noted to be pinched with wire exposed. It was further noted that hanger assembly was cracked, lower case was damaged and one case screw was contaminated. Several errors were noted in the logs. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which was returned for repair subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.